Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) observed bubbles in the vacuum tubings of a rinse mechanism. The fse performed a decontamination of all of the probes, the rinse mechanism tubings, and a solenoid valve. Instrument checks and tests were acceptable. The customer had no further issues after the service visit. The service actions resolved the issue. The specific root cause could not be determined.

Event description:
The initial reporter complained of intermittent questionable results for patient samples tested for bun/urea on a cobas 8000 c702 module. Discrepant low results were provided for 2 patient samples. Patient 1 initial result was 1.29 mmol/l. The repeat result was 16.28 mmol/l. This result was believed to be correct. Patient 2 initial result was < 0.5 mmol/l. The repeat result was 6.9 mmol/l.